Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had low draw and hemolysis occurred. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes have some issue as following: low draw and no draw. The occurrence rate of 2%. Due to the low draw issue, the customer artificially squeezing the blood into the tube, the tube occurred hemolysis. Prone to clotting.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low or no draw with the incident lot was not observed. Draw testing of the customer samples was performed and low or no draw was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Even though the reported failure mode was not confirmed, bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had low draw and hemolysis occurred. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found many tubes have some issue as following: low draw and no draw. The occurrence rate of 2%. Due to the low draw issue, the customer artificially squeezing the blood into the tube, the tube occurred hemolysis. Prone to clotting.